Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away instantly in a car accident caused by low blood glucose. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the customer's wife agreed to return the insulin pump for analysis. No further info was provided.